Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-13557. It was reported the patient underwent ipg replacement surgery on (B)(6) 2018 (also see related MFR. Report#: 3006705815-2018-03455) and one of the patient¿s leads showed high impedance. As a result, the lead was replaced during the ipg replacement surgery. It is unknown which lead was replaced due to high impedance therefore both are being reported.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-13557.